Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; and the device performed according to product specifications. Additional priming was performed and no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of clearlink system continu-flo solution set easily pulled apart from the hub. This was identified after opening the package. There was no patient involvement. No additional information is available.